Manufacturer narrative:
The user reported differences between the sg and the bg values. Escalation analysis indicated that the observed discrepancies could not be attributed to the user taking sertraline. Escalation analysis indicated that there were some variability in sensor values but the system was still working within expectations with the overall bg values aligning well with sg trends. Occasional differences might be due to the expected lag between sg and bg inherent to the sensing technology and calibrations entered during periods of rapid glucose change.the user was educated on correct calibration procedures and informed that improper calibration practices could negatively affect system accuracy and overall system performance. As a proactive troubleshooting measure,the user was advised to perform a sensor re-link to clear calibration history and correct any possible calibration misalignment. The sensor had been in use for 153 days and was nearing the end of its expected wear period. Customer care advised the user to coordinate with their hcp for their routine sensor replacement if they continue to observe discrepancies. During a follow-up, the user reported that the system was working fine and agreed to continue using the system and acknowledged the advice.

Event description:
Senseonics was made aware of an incident where the user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.